Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturing representative (rep) indicated the healthcare provider (hcp) examined the patient and did not suspect an infection, however there was some bruising. Impedances were normal. The hcp wanted to wait and see if the issue resolved. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient states the ins started buzzing and was burning. Patient states spouse touched ins and it was hot and vibrating. 1x1.75 measurement. Looks like a bruise. Feels like a bruise. No falls/trauma. Patient states losing balance every once in awhile and hits shoulder. Having trouble walking sometimes losing balance so hit shoulder patient states that has been since implant. Patient states ins knocked out rigidity in right side but now has to slow down when walking. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative stating that they are looking for information on electrical leaks from the system can have on the patient and potential injury to the patient. They are presenting on this issue due to the concern for patient injury due to this issue. They stated the patient had a shock or jolting sensation at the ins location. Rep stated impedances were in normal range for patient when device is checked. The healthcare provider reported that the cause of the issue wa s unclear but suspected to be related to small electricity leaks at the ins site. Actions/interventions included the patient being examined by local providers on (B)(6) 2018 and seen by the nih team (B)(6). The ins showed no open circuits, impedances within normal limit. No change to neurological exam and continuing benefit from the ins. The patient has mild intermittent recurrence. As of (B)(6) 2018 only when walking.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received as the patient (pt) stated that within the first 30-45 days after implant, when they turned their head to the left, they felt: "like a burn" in their chest. Pt said it "left a subq mark, it felt like a cigarette was stubbed out or a jellyfish burn, a buzz kind of feeling." Patient stated it was a crescent moon kind of burn. Pt said they called and talked to their doctor who did not want to take it out. Pt said the doctor told them since there was no apparent malfunctioning, they would watch it and if it continues or if they get another significant zap, then they will talk about replacement but why risk infection if it did not cause any trouble after that. Pt said, the rep had told them, "when you get that thing ripped out we want to see it." Asked for rep's name but it was unknown. Asked the date the medtronic rep was informed and pt stated, "it was turned on at the end of april and happened within the first 3 days of turning it on, so at the end of may or early june 2018."

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.